Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. The surgeon revised the sigma rp cr to a tc3 mbt. Sales rep cannot get all the implant numbers as there is cement over them and cannot seen to get the original numbers. Doi: unknown; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.